Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No battery or power anomalies noted during testing. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No button error alarm noted upon testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons were unresponsive. Insulin pump received no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.